Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. No unexpected audio/vibrate anomaly or absence of alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that act button had issue and insulin pump would hit fill tubing would stop in middle of priming or never start with no alert on the insulin pump. Customer stated that time clock was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.